Event description:
It was reported that the customer was unable to deliver a bolus. Reportedly customer was advised to perform a cartridge change. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.